Event description:
It was reported that during a supply change the insulin cartridge leaked into the ilet chamber, and the user¿s caregiver noted the plunger was positioned past the bottom prior to filling with a blood glucose of 221 mg/dl. Customer care provided troubleshooting and education, guided a new cartridge fill, and insulin delivery was resumed without device alerts or alarms. Investigation of this case revealed user handling contributed to improper plunger positioning that led to leakage, and the issue resolved after correct setup. Symptoms included elevated blood glucose associated with the period of disconnection for the supply change. Outcomes included successful restoration of therapy with no medical intervention or hospitalization. It was concluded that the event was related to use technique rather than a device malfunction, and no further action was required at this time.